Manufacturer narrative:
B5, g2: correction. H3: one device was returned for repair. Service history review identified no service records for the last 12 months. The reported software issue was confirmed. Visual inspection found no physical damage. The downstream occlusion (dso) and upstream occlusion (uso) sensors were calibrated, and the firmware was reloaded to resolve this issue.

Event description:
It was reported that the device exhibited an error code while trying to perform a software update. Reporter stated that the connected pump is not compatible with the selected firmware package. There was unknown patient involvement.

Event description:
It was reported that that the device exhibited a 'the connected pump is not compatible with the selected firmware package' error when updated to version 4.3. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.